Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn relion 32g x 4mm 3b tw 50ct cannula was too short and there was leakage resulting in under dosage. The following information was provided by the initial reporter: it was reported by the consumer the pen needles are shorter and the needles bend at the patient end during the injection. Also, leakage occurs at the injection site and bruising.   Verbatim: consumer stated, pen needles are shorter then what she normally has purchased in the past. Stated, pen needles bent at patient end during injection. Stated, when taking injection, she's getting "leakage" onto injection site. Stated, she's had some bruising after injection. Stated, she does pinch up when taking injection, (explained to consumer, she does not need to pinch up with 4mm pen needle). (1 pen needle bent at patient end when taking injection-did not get complete dosage).

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs of retentions tested the length and appearance of IV point; all products meet the specification. 7pcs retention samples were checked for leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which meets requirement.

Event description:
It was reported that pn relion 32g x 4mm 3b tw 50ct cannula was too short and there was leakage resulting in under dosage. The following information was provided by the initial reporter: it was reported by the consumer the pen needles are shorter and the needles bend at the patient end during the injection. Also, leakage occurs at the injection site and bruising.   Verbatim: consumer stated, pen needles are shorter then what she normally has purchased in the past. Stated, pen needles bent at patient end during injection. Stated, when taking injection, she's getting "leakage" onto injection site. Stated, she's had some bruising after injection. Stated, she does pinch up when taking injection, (explained to consumer, she does not need to pinch up with 4mm pen needle). (1 pen needle bent at patient end when taking injection-did not get complete dosage).